Manufacturer narrative:
Section b5: correction. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Sections d4, h4: additional information. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient was implanted with a left ventricular assist device (lvad) on (B)(6)2016.

Manufacturer narrative:
Approximate age of device ¿ 5 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient called the vad coordinator on (B)(6) 2017 about redness that spread about a silver dollar from exit site. Patient complained about 7/10 pain and 10/10 pain to touch. Patient was admitted to hospital for workup infectious disease (ID) consulted. CT of abd/pelvis completed with no evidence of abscess ot stranding to suggest infection. Patient denied fever or chills, bc x 2 negative. Patient started on empiric vanco and cefepime on (B)(6) 2017. Pain has resolved at site and redness much better. Discharged on po doxycycline 100mg bid for 14 days on (B)(6) 2017. Doxycycline stopped, patient came to clinic on (B)(6) 2017. ID saw patient for complaints of redness around driveline site. No drainage, no abdominal pain or fevers, ID decreased dressing from 2x/day to once a day. Irritation from hibiclens. A follow-up was made in a week. No further treatment ordered. On (B)(6) 2019, it was reported that the patient was not found to have any infection and redness was due to irritation from hibiclens solution used to clean exit site. Patient completed empiric antibiotics as ordered by ID and required no further interventions. On (B)(6) 2019, it was reported that the infection was driveline related and the infection was resolved.